Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the reporting issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
A customer contacted stryker to report that their device shut down during use. This issue is patient related; however there was no adverse event reported.